Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and began treatment with vancomycin injection (1gm on alternate days, discontinued) and ceftazidime injection (1gm, discontinued) for the peritonitis event. At the time of this report, the patient was discharged from the hospital and has recovered from the event. Pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis event was manifested by loss of appetite and constipation. Should additional relevant information become available, a supplemental report will be submitted.